Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation. Doi: unk, dor: (B)(6) 2013 (left hip). Update (B)(4) 2013 - patient's medical records were received. Dob: (B)(6) 1941. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records, including x-rays were obtained and reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is device related. Per the provided records and surgeons statements the patient is noncompliant with therapy and consumes a significant amount of alcohol. This could contribute to an increased risk for dislocation. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.